Event description:
It was reported that approximately 8 years following the implant of this transcatheter bioprosthetic valve, a mean gradient of 33 millimeters of mercury (mm hg), valvular calcification, and mild paravalvular leak (pvl) were observed. A computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. Additionally, the patient experienced dyspnea and intervention was required. Additional information was received that anticoagulation medication (eliquis) was used following the valve implant. A transthoracic echocardiogram (tte) performed following the valve implant showed mild aortic regurgitation and a dimensionless obstructive index (doi) of .71. A tte performed approximately eight years post-implant showed the velocity peak 3.19 m/s and mean 2.28 m/s, gradient peak 40.62 mmhg and mean 23.47 mmhg, av area (continuity) 0.96 cm2, av vti 73.37 cm, av dvi 0.31. Computed tomographic angiography (cta) approximately eight years post-implant showed severely limited excursion of the valve leaflets. The patient was discharged with treatment pending.

Manufacturer narrative:
Updated: b5, b6, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D6a. Implant date is approximate. Month and year are confirmed valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of this transcatheter bioprosthetic valve, a mean gradient of 33 millimeters of mercury (mm hg), valvular calcification, and mild paravalvular leak (pvl) were observed. A computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. Additionally, the patient experienced dyspnea and intervention was required.